Manufacturer narrative:
Additional information: b1, b2, b5, h1

Event description:
Additional information received indicated that noise resulted in oversensing. The right ventricular lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving a vibratory alert. Analysis of the device revealed high out of range defibrillation impedance and noise on the discriminator channel on the right ventricular lead. No intervention has been performed at this time. The patient was stable.